Event description:
Related manufacturer reference number 3006705815-2022-01466. It was reported that effective therapy was never established since implant due to lead migration. During a lead revision on (B)(6) 2022, the physician attempted to reposition the leads, but was unable to advance the lead due to scar tissue. As a result, the leads were explanted. Patient is being referred for a paddle lead implant.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.